Event description:
It was reported there was a device revision due to a suspected connection problem with the left ventricular (lv) lead. After the revision, the lv lead impedance rose up to greater than 3000 ohms and there was intermittent exit block documented in a holter electrogram. It was suspected the device connector block was "broken" so the device was explanted and replaced. After the device replacement, the exit block was gone, however the lv lead impedance were again measured to be greater than 3000 ohms. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance and patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2012. Weekly pace lead impedance trend data shows an abrupt increase for max lvperm pace impedance equal to 323 to 4047 ohms peak between (B)(6) 2012.